Event description:
Additional information received reported the event resulted in an unscheduled clinic or office visit and resolved without sequelae on (B)(6) 2015. If any additional information is received, information will be reported in 3004209178-2016-12603.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the device diagnosis was lead migration/dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient experienced a shocking sensation in the rectum area when she went through security gates. It happened three times around (B)(6). The patient was advised to turn the device off and therapy was suspended. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.